Event description:
Patient he reports he has had 3 sets of neria tubing break near the bladder of the cartridge. He has had no issue up to this point though. Discussed possible issue with lot. Provided lot number dkpi11022-01. Patient still has enough supplies but does need refill of remodulin due to needing to fill new cassette. Advised patient if he has any further issues with tubing to contact pharmacy and pharmacy will send new supply. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual device available for investigation? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Patient: 4582. Device: 1069. Reference reports mw5188243, mw5188244.